Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported to technical support that a 2008k2 machine experienced a ultrafiltration (uf) check valve that broke during patient treatment. The patient reportedly did not experience any adverse effects as a result of this incident. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates.